Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2024, the user reported a sudden loss of hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024, the user reported a sudden loss of hearing. Reimplantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2024, the user reported a sudden loss of hearing. The user has been re-implanted.